Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty ccd (charge coupler device), scratches found on the ccd (charge coupler device) lens, damage to the lens seal (packing), leak from video connector, video connector crack. A root cause could not be identified. Based on the results of the investigation, it was likely the following led to the malfunction: dark, blurry image not focusing, scratches found on the ccd lens as well as damage to the lens seal (packing) due to faulty ccd (charge coupler device), leak check found leak from video connector due to a crack. The most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer.

Event description:
It was reported the subject device had unfocused image. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.